Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's equipment took about eight hours to charge. While walking with the patient controller in the patient's pocket, it was bumped and the outside cracked. Normal wear and tear may have led or contributed to the issue. The battery pack was removed and replaced. The patient reported that they had longer than usual charging for the implant, up to eight hours, since the start of implant. The patient was also advised to have the ins battery checked, and it was noted that they had an appointment to follow-up with the healthcare professional (hcp) in one month. No reported environmental/external/patient factors that may have led or contributed to the issue. The patient controller was replaced, and it was unknown if the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.